Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with asymmetric medial compartment narrowing indicating polyethylene wear/damage and radiolucency around the tibial and possibly the femoral components suggestive of osteolysis. The absence of tangential views and prior comparison studies precludes definitive determination of component loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial right knee surgery on an unknown date. Subsequently, the patient was revised due to instability, tibial loosening, poly fracture and wear. All components were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown articular surface - unknown. Unknown - unknown femoral component - unknown. G2: foreign country: australia. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.